Event description:
It was reported that while filling the pod, the patient noticed a brown substance along the right side where the insulin goes, extending over the top of the pump where the cannula is. All was contained within the device, with no cracks or damage to the pump noticed. Insulin was also leaking from the fill port. Blood glucose level was reported to be 355 mg/dl. Medical treatment was not required. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.